Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. Per documentation, the patient experienced a skin reaction six days after sensor insertion in the arm. The area had been prepped with alcohol prior to insertion. On (B)(6) 2025, the patient reported pain and redness under the sensor patch, prompting removal of the sensor. Initially, the patient did not seek medical attention and instead monitored the symptoms while applying alcohol wipes daily. On (B)(6) 2025, the condition worsened, and the patient consulted a physician. Upon examination, the physician observed a pimple/bump and signs of infection and prescribed both topical and oral medications: cephalexin 500 mg (unspecified dosage) and mupirocin 2% ointment. Treatment began the same day. Photos included in the complaint record were reviewed. They show a skin reaction consisting of redness and a pimple at the needle puncture site. Although the patient reported the reaction was under the adhesive, the photos confirm it occurred at the needle puncture site. At the time of the report, the pimple remained, but the redness had subsided. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.